Event description:
Per the clinic, the patient experienced hematoma over the implant site and subsequently was placed on a 10 days course of antibiotics (type not reported). The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.